Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
A band leakage was reported for a patient enrolled in the (B)(4). In (B)(6) 2009, the doctor considered that the band was leaking because the fills were not working. The device was removed and the patient was converted in sleeve gastrectomy. There were no reported patient consequences.